Event description:
During review of programing history it was found that the patient had high impedance. The patient¿s dcdc code went from 4 to 3 within the same day. Attempts for additional information have been unsuccessful. Review of manufacturing records confirmed there were no unresolved non conformances found with the prior to distribution.